Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 100 device which was leaking was confirmed during product evaluation. This condition was caused by the device's tubing being broken at its junction with the luer post. This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. The device was filled with 90mg of pamidronate in 250ml of 0.9% sodium chloride at the time of the event. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.